Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump also received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the buttons on the customer's insulin pump were not working. The customer's blood glucose as 6.5 mmol/l. The customer was advised to discontinue use of the insulin pump. Nothing further was reported.